Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2012-13144. Both leads are being reported, since it is unk which lead is related to this event. It was reported the pt was not receiving effective therapy from her scs system. The pt has requested to have the scs system explanted. Surgical intervention may be taken at a later date to address this issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.